Event description:
Nidek inc received a complaint from a customer on (B)(6) 2013. Doctor reported about pitting of lenses while using yc-1800 s/n-(B)(4). The doctor mentioned that energy was set at lmj and the focus shift was at 250-500um.

Manufacturer narrative:
The affected device was returned to nidek for evaluation. On evaluation the technical engineer found out the laser was causing the uneven laser burn marks on the polaroid paper. The bad burn mark was due to the low energy output measured with the yag energy meter. The energy output could not be adjusted so the laser head was replaced by the tech engineers. The unit was then evaluated and confirmed that it has been operational. Nidek have not received any complaints or injury related to the device to date. Nidek contacted the customer and confirmed that there was no injury to the patient associated to the event. If additional significant info is received at a later date, a f/u report will be submitted. Nidek inc. Considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.